Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. This ICD was explanted. No additional adverse patient effects were reported.